Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction to the device evaluation resultsfollow-up # 2 date of submission 10/04/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be torn at the up arrow button, exposing the key contacts. During testing, all of the keypad buttons were unresponsive. The keypad cover was removed and contamination was found under all key contacts. The up arrow and ok key contacts were also found to be inverted. The bolus button cover and plug were detached from the pump, exposing the key contact. Contamination was also found on the bolus button contact. Unrelated to the complaint, a crack was found along the pump battery compartment. Additionally, the piston cap was missing and the piston was damaged.

Manufacturer narrative:
Follow-up #1 date of submission 10/03/2013-device evaluation:the pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. The pump powered on and the display was clear and legible with no dimming issue found.